Event description:
On (B)(6) 2021 the complainant called and informed cti that an additional unit from lot 5290-210401 failed the required leak test prior to use. This unit was not used on a patient.

Manufacturer narrative:
This event was initially reported in a summary report on 5/26/2021. It is now being submitted as an individual report. All better bladder units are visually inspected and tested during manufacturing prior to release. Testing includes a pull test and leak testing to verify a hermetic seal. The units met all acceptance criteria. Evaluation of retain samples confirmed the product complaint. The units were found to have insufficient adhesive applied during the assembly resulting in an ineffective seal between the pigtail and the housing port.. At the time of this report, this issue has been detected in two manufacturing lots, lot 5290-201001 and 5290-210401. Both lots have been recalled. Root cause: insufficient adhesive. Correction/containment: recall and replace. Corrective actions: an additional step is being incorporated into the assembly of the bb14 and bbb38. Henceforth, additional adhesive will be applied to the external juncture between the pigtail and the housing port, the adhesive to cover at least 1/8" along the entire periphery of the external wall of housing and at least 1/8" along the entire periphery of the od of the pigtail. This enhancement would assure more adhesive, a post assembly visual observation of the adhesive and the additional sealing that has proved effective for the seal between the large tube and the housing, a seal that has that bead. Preventive actions: add pull gage with force requirement to the process specification. Add an in-process and finished product visual inspection of the glue bead around the pigtail. There have been no issues report since implementation of corrective action.